Event description:
It was reported that the ipg pocket site was swollen and uncomfortable. The patient presented in the emergency department and was given antibiotics. The physician believed that the symptoms were not indicative of infection. Upon follow-up, the patient was reportedly doing well.